Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The reported issue did occur while monitoring a patient; however, there were no adverse effects to the patient as a result of the reported issue.